Manufacturer narrative:
B3: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device volume failed three times. 20ml volume was requested but got 15ml and preventative maintenance dating. There was unknown patient involvement and harm.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a bubbled dso seal. A review of the event history log reveals the accuracy test fails the amount of priming calculation during volumetric testing. Functional testing was able to duplicate the reported problem. It was determined that the sticky expulsor valves and contamination on the expulsor was the root cause. The expulsor assembly and valves were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.